Manufacturer narrative:
(B)(4). B5 describe event or problem - correction h2: correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient noticed her cgm receiver kept giving her low readings, approximately 75 mg/dl. The patient did not perform a comparative fingerstick. The patient ate a sandwich and gummy bears but still suffered loss of vision, facial droop, and imbalance. At the time of event the patient was working in the hospital and was taken to the emergency room (ER). The ER nurse checked her bg and it read 101 mg/dl (after consuming substantial carbohydrates), no cgm value was provided. The patient refused to provide additional information regarding the event. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient noticed her cgm receiver kept giving her low readings, approximately 75 mg/dl. The patient did not perform a comparative fingerstick. The patient ate a sandwich and gummy bears but still suffered loss of vision, facial droop, and imbalance. At the time of event the patient was working in the hospital and was taken to the emergency room (ER). The ER nurse checked her bg and it read 101 mg/dl (after consuming substantial carbohydrates), no cgm value was provided. The patient refused to provide additional information regarding the event. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.